Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -2.5/1.0/117 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to unreactive(fixed) pupil and excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - a6 - unk. H6 - health effect clinical code 4581: unreactive (fixed) pupil. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).